Event description:
Event description boston scientific received information that this implantable cardioverter defibrillator (ICD) was demonstrating noise only on the right ventricular (rv) electrogram (egm) channel. It was reported that an egm strip would be faxed in for technical services to review. It was noted that the patient could not remember what he was doing at the time of the shock (delivered approximately 5 months ago). All lead diagnostic measurements were normal and this was the only episode of noise noted within the device's memory. The device sensitivity was programmed to nominal and tested at least. It was further noted that this patient is not pacer-dependent, but rate is slow enough to have inhibited therapy. It was reported that the physician speculated that the patient may have passed out due to pacing inhibition.